Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that in this year when the healthcare professional (hcp) office would interrogate the pump, it would "under-predict" how much medication volume would be left. It was stated last time it was 2.5 ml and they withdrew 5.7 ml. The patient was told to contact the surgeon. No symptoms were reported. No further issues were reported or anticipated. Additional information was received from a healthcare provider via a manufacturer representative on 2019-jan-25. The lioresal dose at the time of report was 934.2mcg/day. It was reported that the reservoir volume was 5ml more than expected at refills. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient was in pre-op for a dye study and pump replacement. The dye study showed good flow and intrathecal positioning which ruled out a catheter issue, and the pump was explanted and replaced. The issue was considered resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.